Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her blood glucose was 103 mg/dl. Customer stated that she got dizzy and fell on the insulin pump. Customer stated that the screen is scratched and unable to read. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked display window corners and severely scratched lcd window.